Event description:
After patient treatment with juvederm ultra in the nasolabial folds and the corners of the mouth the patient presented with a possible allergic reaction at the treatment sites. Numbing cream was used in the treated areas prior to the treatment. Valtrex was prescribed by the treating physician and prednisone was prescribed by another physician. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 02/20/2009. Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, all the analysis results of the batch are conforming.